Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a transesophageal echocardiography (tee) was performed with this patient and it was noted that a thrombus was in the right atrial (ra) but on the right ventricular (rv) lead. There was no further action planned on this event. No adverse patient effects were reported.